Event description:
This is a report of peritonitis manifested by abdominal pain in a patient coincident with dianeal therapy for continuous ambulatory peritoneal dialysis (capd). Action taken with dianeal therapy was not reported. It was reported the windows were open during exchange, which caused peritonitis. The patient had nausea and vomiting. The patient was treated with ceftazidime 1gm (route and frequency not reported) for peritonitis. The treatment was still ongoing. The patient was recovering.

Manufacturer narrative:
(B)(4). Additional follow up information: the patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.